Event description:
It was reported that the pt was implanted with a vsb on the oval window on (B)(6) 2010. The pt heard well with the device until (B)(6), 2012. The external parts were checked and found to be functional. To date no further info is available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.